Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Cystic duct or cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? N/k. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Did somebody other than the primary surgeon fire the instrument? No. If so, whom?

Event description:
It was reported that the during a laparoscopic cholecystectomy procedure, the clips cross fired. Used another same device to complete case. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis result of the device found that it was received with the floor damaged. It could not be determined what may have caused the damaged found. No functional testing could be performed due to the condition of the floor. No incident related to the reported event was observed during the batch record review.